Event description:
The patient is reportedly experiencing a performance decrease. External equipment has been exchanged and programming adjustments were attempted however this did not resolve the problem. Surgery to explant the patient's device will be scheduled.